Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Received email from hospital that they have experienced loosening of primary tritanium cups. This to cover patient 1.

Manufacturer narrative:
Per review of medical records and medical assessment, this was entered in error as there is no complaint associated with the patient's right hip. Patient had a primary right hip surgery due to osteoarthritis. Patient was not revised.

Event description:
Received email from hospital that they have experienced loosening of primary titanium cups. This to cover patient 1.